Event description:
A malfunction alarm with code malf 12 was reported by the customer, and it was determined there was no adverse impact on the customer's blood glucose level. Customer support assisted the caller in attempting to reset the pump, but the malfunction recurred. As a result, the decision was made to replace the pump. The customer was guided to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The caller was instructed to place the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days, which the customer understood and acknowledged.